Event description:
Admitted (B)(6) with ldh 574; remained >700 on heparin, history of recurrent gi bleed with decrease in hgb and dark stools this admit. Sustained power elevations with at least two pump stops. Hm2 pump exchange (B)(6) 2018 due to pump thrombosis.